Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, emotional distress and vaginal scarring. It was reported that patient underwent mesh explant on (B)(6) 2012 due to pain, recurrence of pelvic organ prolapse, vaginal wall collapse and bowel problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05977. The same patient is represented in each medwatch.